Event description:
It was reported that during a breast biopsy after retrieving approximately 12 samples they received a green cable error code. They stopped the case with the samples taken, deployed the marker and completed the case with no consequence to the patient.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the pcb board to be calibrated. The device was functionally tested, met all product requirements and returned to the customer.